Event description:
Customer reported device = 208 mg/dl. Customer checked from the hospital where they were admitted for heart trouble. Hospital gave customer insulin based on the result. A few minutes later, hospital device = 93 mg/dl. Hospital gave customer orange juice with sugar. Controls were used but whether or not they were in range was not provided. Strips are stored inside the case, outside the original vial. A request was made for return product and replacement product was sent.